Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad cover was intact and all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. Unrelated to the original complaint, there was evidence of moisture on the main printed circuit board and on other internal components. The battery compartment was cracked at the case seal below the bumper. The pump would not vibration but audible functions worked properly. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and the vibration motor vibrated properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.